Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been scheduled for an scs ipg pocket site relocation due to his scs ipg being superficial and experiencing discomfort at the pocket site.